Manufacturer narrative:
Stryker has reported all information available at this time. Patient and initial reporter fields in which information is not provided were intentionally left blank. Stryker evaluated the customer¿s device but was unable to duplicate the reported issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Stryker downloaded the electronic records from the customer¿s device and was unable to confirm that the device inappropriately loss power. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device powered off by itself during a patient event. In this state defibrillation therapy would be delayed or unavailable if needed. This issue is patient related; however there was no adverse patient outcome reported by the customer.